Manufacturer narrative:
(B)(4). Date sent: 4/10/2025. D4 batch #: 185d20. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned in closing position with the joint cover damaged, anvil bent upwards and with no reload present. The knife was noted to be partially advanced, the knife reverse button was activated, and the knife returned to the home position as expected. It should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 185d20, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the laparoscopic hepatectomy the device could not fire. Changed to another device to continue the surgery. There was no patient consequence reported. No additional information can be provided.